Event description:
The customer reported that the 840 ventilator had a garbled lower display. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested to replace the liquid crystal displace (lcd) panel. Covidien was not authorized to service the device.